Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of more than 355mg/dl. The customer stated that the insulin pump alarmed no delivery multiple times. Troubleshooting was performed. The customer stated that she was not wearing the device and she was treated with an insulin drip. The customer stated that she changed the infusion set and reservoir to resolve the problem. The basal and bolus matched to the daily totals. The customer stated that she changed the infusion set every three to four days and sometimes she does not use a new reservoir. The customer was instructed to change her infusion set every two to three days. Also, the customer was instructed to change her reservoir every two to three days, too. No further info was provided.